Event description:
Caller states the patient tested 7.6 inr on the coaguchek system and 5.04 inr on a comparison lab. Coumadin was held 2 days due to device result and reduced to 5 mg daily on (B)(6) 2007. No adverse event reported. Requested return of suspect system and replacement was sent.